Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device. Reportedly, the suture failed to capture (tissue) in the tract. The device was removed and a second proglide device was attempted, but failed as well. It was not specified how hemostasis was achieved. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Device analysis found a cuff miss had occurred as the anterior cuff remained in the anterior foot pocket after needle deployment, which would prevent harvesting of the suture. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch manufacturer report number.